Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).

Manufacturer narrative:
We checked the returned unit and confirmed the distal end with ccd module shadow in image as defective. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the remote control button perforated, the insertion flexible tube (ift) buckled, the angle wire play, the bending rubber leak, the remote control button leak, the operation channel cut, the objective lens unit scratched, the suction channel kink, and the bending rubber pin hole ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.